Event description:
It was reported that a faradrive was selected for use. The preparation of the sheath and the purges were done correctly the aspiration also before the insertion of the catheter. When it was necessary to insert the catheter into the sheath which was already irrigated, there were bubbles, a lot of bubbles, even after numerous aspirations which does not normally happen, the sheath was irrigated with a pressure bag. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. The faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valve found a tear in the external valve. Additionally, the hemostatic valves were observed to be deformed as the valves were unable to revert to its closed state. During the leakage test, an attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the hemostatic valves due to the prolonged insertion of the dilator, consistent with the both valves noted to be deformed, most likely during transit to boston scientific. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review performed for the faradrive sheath device hazard analysis was completed and confirmed that the event of visible air/bubbles was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific's investigation determined that the revealed tear in the silicone of the external valve most likely caused the allegation of visible air/bubbles observed clinically and was likely attributed to the device design.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive was selected for use. The preparation of the sheath and the purges were done correctly the aspiration also before the insertion of the catheter. When it was necessary to insert the catheter into the sheath which was already irrigated, there were bubbles, a lot of bubbles, even after numerous aspirations which does not normally happen, the sheath was irrigated with a pressure bag. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.